Event description:
Implant was removed on (B)(6) 2015 which was over a year after prosthetic restoration. Stability was achieved but osseointegration was not achieved. Bone quality type was iii.

Manufacturer narrative:
The reported event has been determined to be a post placement, pre-loading implant failure. Early implant losses suggests that the source of the problem is likely to stem from procedural errors and lack of osseointegration. The loss of integration or the non-integration of endosseous dental implants is a known inherent risk of the procedure.